Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited poor sensing due to non-viable atrial tissue. Lead was functioning well when placed in ventricle. Lead was explanted and atrial port was plugged. No new lead was implanted. Patient was stable.